Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Corrected data: d3 & g1 (manufacturing registered site of the reported device was updated). Fei number associated to this report should have been (B)(4) instead of (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the 9cm anterior/posterior dual was used to stopped a strong bleeding, but it broke when it was removing from the patient. The broken part was removed from the throat and the bleeding could be calmed. Surgical delay less than or equal to 30 minutes. Other complications were not reported.